Manufacturer narrative:
Film evaluation results are: the reported bifurcate migration was confirmed. The image at implant showed bifurcate was positioned with the top of the graft fabric just below the left renal. The 4-yr and 1-month post implant image showed that the bifurcate had migrated and was currently positioned with the apex of the suprarenal stent at the level of the left renal. Pre-implant anatomy information, additional films at implant, earlier post-implant films, and additional films at the time of the event were not provided. The exact cause of the bifurcate migration could not be conclusively determined from the two still angio images provided. However, the image provided showed that the proximal aortic neck just below the left renal appeared to have dilated since implant. It is possible that the dilatation in the proximal aortic neck from disease progression may have contributed to the event.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a abdominal aortic aneurysm. It was reported that approximately four years and one month post index procedure, the patient presented emergently and it was discovered that the endurant ii stent graft had migrated distally. No proximal type I endoleak was observed. No intervention was performed and the event was not resolved. Per the physician the cause of the event was due to the patient anatomy of proximal aortic neck dilatation. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.